Event description:
It was reported that, "the t-handle was spinning on screwdriver shaft + then was unable to disengage after removal of nail holding bolt to nail." There was no adverse consequences to the patient.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.